Manufacturer narrative:
The reported field event of high defibrillation thresholds was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker dependent patient presented in clinic for an elective removal of a device. A newly implanted device failed multiple defibrillation tests. The device was explanted and replaced with another new device the following day with successful defibrillation testing. The patient was asymptomatic and stable before during, and after the procedure.